Event description:
It was reported that the patient presented for a post-operative check up; the ventricular lead exhibited loss of capture and a sensing anomaly. A chest x ray showed the lead in the same position as initial implant. The physician suspected a micro-perforation. The lead was revised successfully. An echocardiogram post revision was normal. The patient was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.